Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor resistor. High stop current due to moisture damage on the lcd board and I/b. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The insulin pump passed self test, unexpected restart error test, displacement, rewind and basic occlusion test. No blank display anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to moisture damage. Customer's blood glucose was 456mg/dl at the time of incident. The product will be returned.